Event description:
An olympus representative reported on behalf of the customer that the tip of the evis exera iii bronchovideoscope broke inside the patient during an unspecified procedure. The piece was retrieved with minimal impact to the patient. The company representative did not know exactly what caused the damage or how bad the damage was at the time of report. There was no further harm or user injury reported due to the event. E1 - establishment name: memorial sloan kettering cancer center for cancer & allied diseases (documented here in its entirety due to character limitations in respective field).